Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Per general description, customer was admitted to the hospital due to internal bleeding. The 6.3 inr is excluded from comparison test since the time of test exceeded three hours, there is a high possibility that the discrepancies are due to the changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 2.6, lab: 3.9, mean: 3.25, confidence limits: 1.9-4.6. One hour lapse between two readings above. Date: (B) (6) 2010, inratio: 2.7, lab: 3.3, mean: 3.00, confidence limits: 1.8-4.2. Five minutes lapse between two readings above. Date: (B) (6) 2009, inratio: 4.3, lab: 4.0, mean: 4.15, confidence limits: 2.4-6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and product returned to biosite for investigation. Investigation: therapeutic donor blood were tested on retain strip with returned meter and sysmex, and accuracy criteria was met. Visual inspection revealed contamination on heater plate deck. Meter data memory verified. Product deficiency not established. Investigation result: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot 214532 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. As of 2/18/2010, 21 discrepant results complaints were reported for lot #214532 yielding a complaint rate of 0.029%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010, inratio2: 2.6, lab: 3.9. Date: (B) (6) 2010, inratio2: 2.7, lab: 3.3. Date: (B) (6) 2009, inratio2: 4.3, lab: 4.0. Patient states that he went into hospital over the weekend due to internal bleeding of a repaired aneurysm and inr=6.3 when admitted. Customer given fresh frozen plasma. Customer states that there was no change in dose or other medications during the testing period.